Event description:
User alleges therapist received a needle stick becuase the safety sheath would not engage when user completed their blood draw. User then tried to engage it by forcing in with their hand and it slipped and user was stuck with a contaminated needle. No treatment needed.